Manufacturer narrative:
(B)(4) reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Please note, this event has been previously reported under the medwatch facility (B)(4) - MFR report number: 0009613350-2017-00554.

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a biomet hip mom implant on unknown side on unknown date. It is unknown if the patient was revised or is being monitored due to unknown reasons.